Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740 lot# serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported that their therapy had stopped due to a power on reset (por) condition. The por was first noticed on (B)(6) 2016. They had gone to increase their stimulation and saw the call your doctor icon. The patient noted that their programmer had quit working on them. The por was an informational por. They were able to clear the por and turn their therapy back on to an adequate level. They were able to feel stimulation. The patient was implanted for spinal pain and cervical neck.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.